Event description:
It was reported that the device received a check IV set alarm. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. (Refer to pic report for faulty pressure sensor dir 10000364303). The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/11/2016 to the present date 1/14/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received a check IV set alarm. There was no patient involvement.